Event description:
It was reported during the implant procedure that bipolar impedance was greater than 4,000 ohms. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Lead (B) (4) was not returned for review analysis. No further investigation.